Event description:
Customer was feeling low blood symptoms at 4:22 am, tested with reading of 108 mg/dl. Customer sounded confused and weak and was struggling to breath; was on an antibiotic for pneumonia at the time of the incident. Wife did not attempt to treat her husband when the blood glucose was 108 mg/dl. Wife usually does customer's testing. Emts were called after 5 am and tested customer's blood glucose level at 5:15 am on their meter with a reading of 37 mg/d; treated with glucose gel packs. Wife provided additional treatment of ice cream and oatmeal with sugar in it. Both the wife and the emt's felt like the customer's meter was not reading accurately and the 108 mg/dl result was not accurate at the time the result was taken. Customer was later taken to hospital by son at 2:15 pm and diagnosed with pneumonia. Requested return of the alleged device for evaluation and replacement was sent.